Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure "no image" was confirmed, but the reported failure "error code e226" was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: the video cable was broken and therefore error b31 occurred, and the fiber bonding in the outer tube area (distal end) was damaged. A root cause could not be identified. Based on the results of the investigation, the most probable cause of the complaint is not established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the rigid video scope had error code e226 and no image during set up / inspection for use. There were no reports of patient involvement.